Event description:
A healthcare professional reported that during an intraocular lens implant procedure there was a posterior capsular rupture when injecting the intraocular lens, the lens was removed and replaced with the company lens during initial procedure. Additional information has been received and stated that the patient underwent anterior vitrectomy. There was no patient harm and the symptoms were resolved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned for evaluation. Solution is dried on the lens. The optic is split from the edge across the center of the optic, typical of insertion and removal from the eye. Marks and cracks are observed on both sides of the optic that are similar to those left by a surgical instrument used to grasp the lens. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The file indicates the use of a qualified cartridge, an unspecified handpiece and a viscoelastic that would be qualified with an approved cartridge and handpiece combination. Lens damage was observed. The product investigation could not identify a root cause for the reported capsule rupture and anterior vitrectomy. The file indicates the pc rupture occurred during delivery. A malfunction has not been indicated against the lens. It is unknown if qualified products were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Information was provided that the company model (1.50cyl), 23.0 diopter lens was replaced with an unspecified company model lens model. The manufacturer internal reference number is: (B)(4).